Event description:
Baxter pump safety stop: the pump pulled air - so rn replaced tubing bag pump and started. Pump said infusing, however no gtts into chamber seen. Rn then replaced pump again; pt's pressure dropped to 30.